Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint verification was failed. A field service engineer fse inspected and reseated the connections and ran a diagnostic. A general error appeared. Fse tried replacing it with a new biometric identifier, but the issue remained and reinstalled the program, performed a diagnostic again, passed the test, and restarted the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fingerprint verification was failed, and user was unable to login. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.